Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black foam particulate. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned, and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation. Device was scrapped. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The correct b5 should be- the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black foam particulate. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During the evaluation of the device, there was visible foam particles found. The device was scrapped. Box e, evaluation method code grid and component code grid have been corrected and updated in this follow-up report.